Event description:
The customer's original concern was that their adc meter was displaying the wrong date and time and it was then found that the meter was reading in mg/dl instead of mmol/l. The customer's meter was designed so that the uom could be selectable. The meter was returned and during the course of investigation, it was discovered to be experiencing the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.